Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) there was deposits on the lens, inserted lens into eye but had to remove with lens cutters. New lens replaced with no complications. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
Information was provided that indicated the use of a non-qualified cartridge, handpiece, and viscoelastic with the lens. The explanted lens was not available for return because the physician cut the lens into fourths to get it removed from eye. The 19.5 diopter lens was removed and replaced with another 19.5 diopter lens. It cannot be confirmed if the reported "deposit on lens" was foreign material or lens damage. Additional information was provided that indicated a failure to follow the IFU occurred. Non-qualified associated products were used. The IFU(instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).